Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital via ambulance. It was noted in the ambulance that the patient experienced bradycardia and syncope. The cause of the incident was unknown. No intervention was performed. The patient was discharged.